Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they stopped using the aligners and they are now finally able to close their mouth and the pain has subsided. They experienced these symptoms while using the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.